Event description:
A purchasing agent reported an intraocular lens (iol) had a scratch on it. There was no pt impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B) (4)